Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing using an in-house retained kit of the complaint lot. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase in complaint activity. The ticket trending review for the alinity I stat high sensitivity troponin-I assay did not identify any trends related to the complaint issue. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of complaint lot 79332ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitivity troponin-I reagent lot 79332ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a 60-year-old female patient sample. The following data was provided (customer¿s reference range 0 - 14.0 ng/l): sample ID (B)(6), initial result = 713.0 ng/l, repeat result = <3.0 ng/l, repeat result on another instrument = <3.0 ng/dl, new sample obtained and result = <3.0 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result generated for a 60-year-old female patient sample. The following data was provided (customer¿s reference range 0 - 14.0 ng/l): sample ID: (B)(6) initial result = 713.0 ng/l, repeat result = <3.0 ng/l, repeat result on another instrument = <3.0 ng/dl, new sample obtained and result = <3.0 ng/l. No impact to patient management was reported.